Manufacturer narrative:
Unit passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 2. Power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer¿s blood glucose level unknown. The device will be returned for analysis.